Event description:
It was reported on (B)(6) 2026 that the patient reported infusion set bent cannula and it led to high blood glucose level. Patient's high blood glucose treated with manual injections.

Manufacturer narrative:
E1: name:(B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.